Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin therapy. It was noted that the cartridge was used beyond the recommended 72-hour limit, and the customer was informed of this guideline by tandem technical support.